Event description:
Information was received that reported a needlestick incident that occurred in 2008. Reportedly during deaccess, the patient moved and the needle stuck the nurse. The reporter does not believe that the nurse activated the safety device. The nurse did have additional in-vitro testing, and an injection of gamma-globulin per their protocol.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the evaluation.